Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Based on the reported information it is unknown what caused the event. Per the embolic material instructions (IFU): when injecting onyx¿ les, fluoroscopic visualization should reveal onyx¿ les traveling through the catheter lumen. It is recommended to obtain fluoroscopic imaging prior to reaching the minimum catheter + adapter deadspace in order to visualize the embolic material before it exits the tip of the catheter. Only use thumb pressure to inject onyx¿ les. Using palm of hand to advance plunger may result in catheter rupture due to over pressurization in the event of catheter occlusion. Do not interrupt onyx¿ les injection for longer than two minutes prior to re-injection. Solidification of onyx¿ les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter may result in catheter rupture. MDR related to this event: 2029214-2017-00422, 2029214-2017-00423, 2029214-2017-00424, 2029214-2017-00426 and 2029214-2017-00427. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: embolization of arteriovenous malformations with onyx: clinicopathological experience in 23 patients. Reza jahan, m.d., yuichi murayama, m.d., y. Pierre gobin. Neurosurgery. 2001 may;48(5):984-95; discussion 995-7. Medtronic received the following report: transient vertical diplopia after embolization. The patient presented with a history of headaches and a right lateral occipital arteriovenous malformation (avm). During embolization of a posterior cerebral artery feeder, a moderate amount of reflux around the microcatheter tip was allowed reflux made withdrawal of the catheter difficult, and a moderate amount of tension needed to be applied to withdraw the microcatheter. No other technical difficulties arose during the procedure. Upon awakening from anesthesia, the patient complained of double vision. An MRI study was obtained, but it revealed no new lesions. An ophthalmological evaluation revealed that she had vertical diplopia with weakness of the left inferior oblique muscle. The etiology was unclear. One possible explanation was that during forced withdrawal of the catheter, there was straightening of the posterior cerebral arteries and subsequent stretching of the 3rd cranial nerve. The patient was offered no specific treatment at that time. At follow-up 1 week after discharge, the patient¿s diplopia had resolved. She subsequently underwent a second embolization procedure followed by complete surgical resection of the avm.